Event description:
It was reported that the reservoir was occluded. Customer was attempting to fill a reservoir and it was pulling back. Customer was doing an infusion set change. Customer's current blood glucose was in the low 300's mg/dl and customer thought he was in the low 270's-280'smg/dl. Customer was able to resolve the issue by changing the reservoir. The customer was advised that the reservoir would be replaced. Advised to monitor the issue and call back if further assistance is needed. No further information provided.

Manufacturer narrative:
One opened/used reservoir was evaluated, pre-fill test was not performed due to adhesive was missing from transfer guard to hold the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.